Event description:
It was reported that 30 days after the carotid stent implantation in the left internal carotid artery, the patient reported numbness in 3 fingers on the right hand and the top of the left foot. No treatment was provided, and a computed tomography (CT) scan is being considered. The condition is ongoing. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological event is a known potential adverse event as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.